Event description:
It was reported that a physician who is trained in the use of starclose device, successfully completed an arteriotomy closure after an interventional procedure. The pt was returned to the ward, however, after a couple of hours the pt complained of pain and a hematoma was detected. The hematoma was compressed and the pt was discharged, after a couple of days. About a week later, the pt returned to the hosp emergency room with a hematoma in the thigh, and an ultrasound showed a pseudo-aneurysm. Again, the pt was compressed for several days, but the pseudo-aneurysm continued to be filled-in. A vascular surgeon was called, and during the surgical procedure the starclose clip was found extra vascular, blocking the artery and not allowing closure. Suture was used to close the artery. The pt was reported in good condition. No additional info was available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.